Event description:
Treatment of an aneurysm. It was reported that the patient was treated with one pipeline on (B)(6) 2012 and the aneurysm ruptured 26 days post procedure. Subsequently, the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).